Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and could not duplicate gas loss error cycled pump on catheter and simulator over an hour no errors or alarms to report. Unit fails pim test in service mode so replaced pim as an precaution retest passes, performed full passing functional check out verified unit calibrated and passes all system checks and released back to service.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) unit had a gas loss error. There was no harm reported.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.